Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. According to the information received, "lcs deep dish mb insert + lcs complete pat replacement need to be changed due to lengt of stay and wear. Patient status/ outcome / consequences:, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study; unknown. (B)(4). Device property of: none. Device in possession of: none. (B)(4). Device property of: none. Device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True." Product description:- lcs dd rot brg std 12.5mm product code:- 127857025. Lot no:- z2nel1000. Quantity of manufactured: (B)(4). Date of manufacturing:- 08-aug-2005. Expiry date:- 01-aug-2010. A manufacturing record evaluation was performed for the finished device product description: lcs dd rot brg std 12.5mm, product code: 127857025, lot number: z2nel1000 and no non-conformances / manufacturing irregularities was identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 08-aug-2005. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 01-aug-2010. Device history review: a manufacturing record evaluation was performed for the finished device product description: lcs dd rot brg std 12.5mm, product code: 127857025, lot number: z2nel1000 and no non-conformances / manufacturing irregularities was identified. Added: d10 concomitant.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that lcs deep dish mb insert + lcs complete pat need to be changed due to length of stay and wear. Patient had previously had an inlay change and patella resurfacing in 2008 or 2009.